Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks from the implantable cardioverter defibrillator (ICD). Information received on the remote transmission was reviewed by qualified personnel and it was noted that all therapies were exhausted on one treated ventricular tachycardia (vt) episode and the device was unable to convert the arrhythmia. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.